Event description:
The customer reported that the device was intermittently failing the defib test for pads in operational check. There was no pt involvement, this occurred during testing.

Manufacturer narrative:
(B)(4): the customer reported that the device was intermittently failing the defib test for pads in operational check. There was no pt involvement, this occurred during testing. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.